Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was also fully depressed. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, two anomalies were observed during this analysis: the syringe plunger was found cracked, and a discrepancy was noted between the documentation (showing button 2 partially depressed) and the actual returned condition (button 2 fully depressed). Per functional analysis, the simulated deployment test could not be performed because the sealant was not returned for evaluation, and both buttons were already fully depressed upon receipt. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the skin, especially since the device was received with both buttons fully depressed. However, since the image of the device when it was received at the decontamination site shows that button 2 was only partially depressed, it is possible that incomplete depression of button 2 contributed to the inaccurate placement of the sealant reported. Also, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Regarding the condition of the syringe handle, procedural/handling factors most likely contributed to the cracked condition noted, and this condition would have no influence on the event reported unless there were difficulties using the syringe to deflate the balloon before device removal. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if the balloon is not fully deflated before button 2 depression is attempted, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. It should also be noted that if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.